Event description:
Per hospital representatives, the dome of the device deflated which allowed the catheter to migrate outside the patient's stomach wall. The patient was fed with the device in this position which is believed to have caused septic shock and peritonitis. The abscess was drained. The doctor did not recommend surgery. Patient is on antibiotics.